Event description:
The facility reported a flogard infusion pump that would "not function". It is unknown if this event occurred during patient use. There was no report of patient/user injury nor medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed, during the sample evaluation as an f38 alarm. The cause was determined to be damaged tube misloading sensors. The sensors were replaced on-site at the facility, by a field service technician, in order to fix the problem. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.